Event description:
Report received of several undocumented incidents of spontaneous tubing disconnections. No specific patient information was provided. It was reported that the primary tubing sets were connected to a clave port of an extension set. The option-lock was engaged. At some point after the start of the infusion, the option locks spontaneously disengaged and the primary tubing "popped out" of the clave port on the extension set. The tubing sets were replaced and the infusions resumed with no further problems. There were no obvious visual defects reported. There were no reported adverse patient effects or delays in critical therapy. Additional information was requested, but no further information was provided.